Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a deviation in the lungs. The patient reported to receive medical intervention and had a lung x-ray. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
During evaluation of the device at a third party service center, error codes were found. No visible foam particles were detected. No other device problems were found. The device was scrapped. In this report, box g3 and h has been updated.